Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the tip broke off the unit while it was being removed from the sterile packaging. There were no reports of any adverse consequences.